Event description:
Arterial line removed. Extended bleed time gave rn concern for issue. Upon inspection of the catheter removed it was found that a portion of the catheter had broken off and could not be removed. Np(nurse practitioner) assessed patient. Chest and left arm x-ray obtained. Patient required pink strip to operating room for catheter removal. X-ray of left forearm revealed, "linear radiopaque density in the radial volar soft tissues of the distal forearm measuring roughly 2.8 cm in length. Finding may reflect a retained arterial line and clinical correlation is recommended."